Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 for the event. The fse replaced the waste drain pump. The sump drained properly following the repair. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) customer technical support (cts) to report a leak in the waste sump area of a synchron cx5 delta clinical system. The customer stated that the line going into the waste sump was clogged, causing the leak. No effect to patient or user was reported in connection with this event.